Manufacturer narrative:
Additional information: b5, d3 (MFR name and address), d4 (UDI#), g3, h3, h6 h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was not returned, but a photo was available for evaluation. Visual inspection noted one egia60amt could be seen. The jaws were open. Staple pushers were up proximally. Further examination of the staple cartridge could not be performed due to image quality. A sig30avm could be seen attached to a signia handle, clamshell and adapter. It was reported that the device only fired partially. The reported issue was confirmed. The most likely cause could not be established from the information available. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. A secondary review of the device history records found no potentially contributing factors. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a gastric bypass procedure, the use of the powered stapler reload, the charge started but only fired partially. The reload was replaced and suturing was performed as a staple line reinforcement to address the issue.

Event description:
It was reported that during the use of the powered stapler reload, the charge started but only fired partially. Suturing was performed as a staple line reinforcement to address the issue.

Manufacturer narrative:
D10 concomitant medical products: sigphandle - sig power sigphandle handle - serial # unknown unk-sigadapt - unknown signia egia adapter - serial # unknown medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a gastric bypass procedure, the use of the powered stapler reload, the charge started but only fired partially. The reload was replaced and suturing was performed as a staple line reinforcement to address the issue.

Manufacturer narrative:
Additional information: b5, d1 (MFR name, street, unique identifier (UDI) #), g3, h3. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.